Manufacturer narrative:
(B)(4). Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. However, unable to fully download. Problem isolated to electronic assembly. Device received with cracked case(battery tube) and cracked battery tube threads.

Event description:
Customer reported via phone call that battery did not last more than 1 week. Customer¿s blood glucose was 297 mg/dl. Customer stated that insulin pump had crack at battery compartment. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will not be returned for analysis.